Event description:
It was reported that this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. At this time, the device remains implanted and no adverse effects were reported.

Event description:
It was reported that this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.